Manufacturer narrative:
H3 - device evaluation is required but has not yet been performed. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. The lens was explanted. Cause of the event is unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in liquid in vial. Visual inspection found optic torn. Additional notes indicated "dimensional inspection not possible due to lens damage" claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in in liquid in vial. Visual inspection found optic torn. Additional notes indicated "due to the condition of the lens, dimensional inspection could not be performed." Claim#: (B)(4).